Event description:
The customer reported via phone call that the insulin pump reservoir compartment was damaged. Customer's blood glucose was 108 mg/dl. It was stated the reservoir compartment opening cracked when the reservoir was unscrewed for a set change. Customer glued the broken piece back onto the pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, broken belt clip slot at the battery tube threads area and minor scratches on the lcd window.